Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing including bench handling and power cycling without duplicating the report. An internal inspection of the device found no discrepancies. The dock connector board and monitor board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.